Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Min/max v pace impedance 266/285 ohms on (B)(6) 2010. 5 nst (non-sustained tachycardia) events with ave. V-v cl <210ms, recorded from (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Event description:
It was reported that the right ventricular lead was oversensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.